Manufacturer narrative:
The correct registration for the covidien (B)(4) facility is 9611018.

Manufacturer narrative:
An investigation of the reported condition was performed. A portion of one used sample was returned. The y funnel and valve were not attached to the returned sample. Visual examination finds that the balloon was burst in order to deflate. Visual examination of the balloon finds that it was assembled correctly and the correct amount of glue was used. Silicone foley catheters manufactured at this facility are subject to 100% inflation test which includes inflating the balloon, ensuring it is symmetrical and ensuring it can be deflated. Statistical sampling is also carried out by quality assurance. The root cause for the reported condition cannot be specifically identified from the returned sample; however, possible root causes may be that the inflation hole or inflation line may have been blocked preventing the water from being emptied from the balloon. A formal corrective and preventative action investigation (CAPA) has been opened internally to investigate the complaint in more detail. The DHR (device history record) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15a345fhx. Based on the above no further action is required at this time.

Event description:
It was reported to covidien on 05/29/2015 that a customer had an issue with a foley catheter. The customer reports that the foley catheter was inserted during a theatre case. When attempting to remove the catheter as per post-op instructions, the catheter balloon would not deflate to facilitate removal of the device. The catheter failed to deflate through syringe/valve or cutting the catheter. The patient returned to the theatre as an emergency case for removal of the catheter. The patient underwent unplanned general anesthesia for removal of the catheter. This included additional fasting and recovery for patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.